Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that the customer experienced diabetic ketoacidosis due to high blood glucose level of 401 mg/dl and 390 mg/dl. The customer mentioned that they were at the doctor¿s appointment and when checked the blood glucose level again it had dropped by 18 points. The customer mentioned that her stomach was hurting. The customer treated high blood glucose level with bolus and manual injections. The customer noticed that the tube was bent and she changed out the infusion set and the reservoir as well. The insulin pump was not on auto mode at the time of the incident. The insulin pump will not be returned for analysis.